Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the 2.5 x 15 rx voyager was being used to pre-dilate a mildly calcified lesion in the left anterior descending coronary artery. The balloon ruptured at 10 atmospheres during the first inflation. The catheter was completely removed without difficulty and there were no adverse patient effects. Lesion dilatation was completed using another non-abbott balloon. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported mildly calcified and 90% stenosed, which likely contributed to the experienced rupture. It is possible that an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation attempt. Ultimately, return of the balloon catheter may have aided the evaluation in determining a cause for the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.